Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that their device is not working right. They reported that after their implant surgery they went home, walked in the house, tried to reach down, and fell directly on their right side where the ins is. Their hcp had them do an x-ray and it seemed like the device was still in place, but the patient does not feel stimulation in their pelvic area but rather down their right leg. The patient requested to meet with a rep. Patient services reviewed the role of reps and sent a message to the local rep.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) stated that device not working was determined the patient was not aware of the device setting. The patient was educated to resolve the reported issue. The device not working was still under investigation for resolution.